Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. It was reported that they had back surgery a couple years ago and that the surgeon hit some nerves; pt stated that the ins had gone "wacko". Pt stated that they used to run the stimulation at about 2.5 volts on group a for their low back, however now they could only take about a volt. Pt stated that they just had another back surgery which relieved dome nerve bundles that were getting covered up that the surgeon that put the disc in them two years ago did not do. Pt stated that they left the ins off for three months after the last surgery since the surgeon had to do some microsurgery. Pt stated that they had been playing with the therapy for about two months. Pt stated that they used to run the therapy on .7, .75, or .8 volts for their feet when they would walk, however now they couldn't take more than about .3 volts as it was like the ins doubled in power. Pt stated that their mdt rep adjusted the ins and cranked up the therapy settings on group c for their legs about a year ago. Pt stated that they had the rep crank up the stimulation and that it made their leg drop so they dropped into a chair. Pt stated that they had the rep crank up the stimulation again and keep cranking the stimulation up even though the rep didn't want to. Pt stated that their leg went to sleep and would not work. Pt stated that they had been completely paralyzed like five times where their legs would not work at all; pt stated that this would happen when their knees would go higher than their butt and that this happened about a half dozen times since the surgery two years ago. Pt stated that the surgeon went into them from the right side and hit their l5 nerve. Pt stated that the surgeon took pressure off of everything so that they could stand up without a cane which they hadn't been able to do for two years. Pt noted that this procedure was on the last day of elective surgeries. Pt stated that the surgeon put a disc in them in forty minutes. Pt stated that they had another microsurgery done in (B)(6) and that right where the disc was put in at the l5 nerve, it was inflamed and had to be cleaned out. Pt stated that a surgeon told them to just turn the ins off since the ins was acting up. Pt stated that a rep showed that the ins battery was still at 75% to the good. Pt noted that they would never let the ins battery get below 50%. Pt stated that hcp said that their nerves were messed up down in their low back and that they had two years of cartilage building up from the surgeon cutting them. Pt stated that the surgeon scraped their vertebrae down to the bone to put the disc in, however the surgeon also hit some stuff since they were in a hurry. Pt stated that they still felt a hollow spot going from their right side to their spine. Pt stated that if they walked too much then the muscle would pull. Pt stated that the surgeon also cut them vertically instead of transversally. Pt noted that another surgeon implanted the ins. Pt stated that hcp said that they could have put another ins in while hcp was working on them, however they forgot.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was that the implant is not taking a charge. Pt said they had eri and this time they barely tricked the device to work this morning and finally charged ins. When they did try to charge, they got the eri message. The eri message was not clearing. Pt is thinking that the implant is coming to eos sooner than expected.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. The reason for call was that the therapy was not doing what it used to do. Pt reported they really had not been able to use therapy much for 3 years because everything was so sensitive to electricity (stimulation) that pt could not turn stim up like they used to. Pt explained they had a surgery 3 years ago where they put a disc and a plate. Pt said they were fused all the way through s -l. The healthcare provider (hcp) put a disc and a plate in 40 min and went in from the side laterally. Hcp hit the nerves somehow that were crossed over where the device signal was and the device had not worked properly since then. Pt could only use half of voltage that pt used to, sometimes less than that, otherwise it caused tightening of the muscles. The nerves started getting irritated from the stimulation instead of doing what it normally did. Pt tried to have the device reprogrammed 3-4 times and could not get it to act right. A year ago on january 28th pt had a back surgery to remove some stuff that the surgeon left in there 3 years ago. Pt had a micro surgery done to dig out a bunch of stuff and do some decompression. Pt left therapy off for about 4 months till about april. The surgeon said pt could leave it off. Other surgeon said 2 years ago to turn device off and leave it alone since stimulation bothered the pt. In april 2022 pt started using therapy again somewhat but had to go back on oxycodone because pt could not use this thing. Years ago, the therapy got pt off pills completely. Pt then shared they had a severe nerve damage from 6 back surgeries and pt either needed to use therapy or stay on a big load of oxycodone. Since pt was now getting eri message, the pt was redirected to their hcp to see if they want to try reprogramming again or discuss ins replacement. Pt did not have any device managing hcp. Pt was provided the mdt website to search for physicians. Pt also mentioned they will call the rep.